Event description:
On 3/3/92 respiratory therapy department received a phone call from ICU informing them at a ventilator was not working. The therapist was notified. They were unable to troubleshoot the ventilator and found the ventilator was not working although it had electrical and gas power. It was replaced by another servo c ventilator. The malfunctioning machine was set up in the respiratory therapy department where it seemed to work properly. Bio-med was calle dand the machine was removed from service. Manufacturer was notified.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: electrical tests performed, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: telemetry failure, none or unknown, none or unknown, none or unknown. Conclusion: intermittent failure directly caused event, device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.